Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that when the impella was explanted a thrombus was found in the patient's left iliac artery. A fogarty embolectomy catheter was used to performed thrombectomy. Per the physician, the patient had the tendency to experience ischemia in the lower extremities and had thrombus formation (site unknown).